Manufacturer narrative:
To date, the device had not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The director of clinical research reported, the device was placed on patient. During dressing change, the oxygen probe slid out of the bolt housing. The compression cap was observed to be down and secure. The temperature and fiberoptic luer locks are secure at their respective sites. The oxygen probe was intact at the start of procedure and was taped with the other probes to the board. The cables are secure at the shoulder. The patient was still and sedated, no activity was observed during the placement procedure.